Event description:
It was reported that the left ventricular (lv) lead had a very high threshold and the right ventricular (rv) lead had a high threshold. The lv lead was capped and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2011; 5071-35 implantable pacing lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2007. (B)(4).